Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent pop repair with pinnacle pelvic floor repair kit, boston scientific, lynx suprapubic mid-urethral sling system due to pop and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation and bleeding. It was reported that patient underwent mesh removal due to vaginal mesh exposure on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted, due to cystoscopy, vaginal apical defect. It was reported that the patient underwent an excision of vaginal mesh exposure and placement of miniarc transvaginal sling on (B)(6) 2010, due to vaginal mesh exposure and sui. Patient underwent bladder repair in 2011. No additional information was provided.